Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on january 13, 2017 revealed that the gear and comb were both damaged but the calibration was within specification. The 1.5-1 cutter, produced an incomplete cut after the collars, bushings and gear were replaced and was deemed non-repairable. The 2-1 cutter, produced a passing cut, the collars, bushings and gear were also replaced on this cutter. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 13, 2017 which included replacement of the roller, damaged comb, and gears. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete. Received; but not yet evaluated.

Event description:
It was reported that the device produced incomplete mesh on middle/gear side.

Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete.